Event description:
It was reported from a competitor that the lead was explanted and replaced. Additional information obtained through follow up with the physician office indicated that there was loss of capture in the 4194 lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.